Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. However to determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The family reports that the child's speech discrimination has diminished. No head impacts are reported. No further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reports that the child's speech discrimination has diminished around 5 months ago. No head impacts are reported. However, the child can still hear when hi channels are stimulated. As per new information received in (B)(6) 2016, the child's hearing level has deteriorated.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The family reports that the child's speech discrimination has diminished since (B)(6) 2016. However, on (B)(6) 2016 the child could still hear when the channels were stimulated and had good speech discrimination (85%). In (B)(6) 2016 further deterioration of hearing performance was reported. No head impacts are reported. The patient has been re-implanted on (B)(6) 2017.